Event description:
As reported, a 6f .035-inch 5mm x 100mm 120cm smart flex vascular stent system could not be fully deployed. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.